Event description:
Customer reported receiving an inaccurate reading on their freestyle freedom blood glucose monitor. Customer received a reading of 113 mg/dl compared to a lab reading of 68 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). Customer's meter has been returned to the lab and product testing did not confirm the readings compliant. All results were within range specification and no errors were observed during control solution testing. Additionally, the reading reported by the customer was not found in the meter's internal memory log.